Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexpected re-initialization. Customer stated he inserted a sensor and it went into warm up again. Explained to customer causes. Advised customer to monitor. No further information provided.